Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 350cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture. The left breast was baker grade ii-iii and the right breast was baker grade iii-IV. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced by unspecified mentor gel implants. This report is for the patient's left-sided device.